Manufacturer narrative:
Device available for evaluation, h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. Device evaluation: one device was received. A visual inspection found the product in good condition. No evidence of the customer reported issue was found in the event history log. During the functional testing, the pump passed all accuracy testing but a bubbled dso seal was found. The expulsor assembly and dso sensor were replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the pump indicated 39.3ml with residual volume of 84.3 but the 125ml bag was empty. The patient would have received an involuntary additional dose of 82.9ml. No patient injury reported.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.